Event description:
Boston scientific received information that during an implant procedure, oversensing and pacing inhibition leading to exactly two seconds of asystole was observed. The rv lead was reconnected to the device and then regular pacing returned. The rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.